Event description:
The physician successfully made the first two passes with the complaint device. During the third pass, the needle would not retract back. The physician tried pulling back on the needle and sheath settings back to the '0' marks and moving the needle, but the needle would not move. The physician successfully removed the needle by unlocking it from the scope and pulling it out. When the needle was removed from the patient, it was noted to be very loose - there was a separation. The physician threw away the defected needle and successfully completed the procedure with a new needle. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects nor require any additional procedures due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for needle non retraction and also a possible proximal needle break, regardless of the patient outcome. The reported complaint device is an echo-hd-22-c of lot# c1057864. The device involved in this complaint has not been returned for evaluation. The customer complaint is considered confirmed based on the customer testimony. With the information provided, a document based investigation was carried out. A review of the manufacturing records for echo-hd-22-c devices of lot# c1057864 did not reveal any discrepancies that could have contributed to this complaint issue. A possible cause of the difficulty experienced with the needle retraction in this incident may be attributed to the needle bending or needle breakage during use. It is reported that the difficulty the user experienced occurred on the third pass therefore the device was most likely damaged during a previous pass. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked/bent during use this could result in preventing the needle from fully retracting into the sheath. Also if the needle was kinked/bent during use, it could result in a needle breakage which would also prevent the needle from fully retracting into the sheath. Product development personnel provided the following comments: "from the complaint description it would appear that the needle may have broken below the sheath extender. When the needle breaks below the sheath extender the user can advance the needle into position, move the handle back and forth but the needle won't retract." As the device was not returned for evaluation and the conditions of device usage cannot be replicated during the laboratory evaluation, it is not possible to determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effect due to this occurrence. The physician successfully removed the needle from the patient and completed the procedure successfully with a new needle. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.